Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a display (line through display) issue. It was reported that there was a line through the display screen. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-apr-2018 with the following findings: during investigation, lines were found in the display. The pump was opened to find the display flex had failed. A test display screen operated properly. Unrelated to the original complaint, the battery compartment was cracked from the case seal traveling to the grip pad.